Manufacturer narrative:
(B)(4). It has been reported that no baxter products were involved with the peritonitis event and there was no mention of baxter products in the literature article; therefore, our pd device is no longer considered suspect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and developed a peritoneal fistula due to the peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The cause of the peritoneal fistula (gastrointestinal fistula) was reportedly due to the peritonitis event. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient¿s pd catheter was removed. On an unreported date, unspecified dianeal therapy was discontinued and the patient was switched to hemodialysis modality. Additional treatment for the event was not reported. The outcome of the peritonitis event and peritoneal fistula was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in 2008, the patient experienced an episode of peritonitis. Lubis, a.r.,latif, r.a. ¿peritoneal fistula due to recurrent peritonitis in capd patients.¿ peritoneal dialysis international, 30 (july 2010): 426-428 (s101). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).